Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported that the customer's sensor experience has improved. Customer advised better calibration practices throughout the day are very helpful. Customer advised their low alert and suspend go off every week. Customer advised their sugar glucose is usually around 60 to 70 mg/dl while their blood glucose is over 100 mg/dl. Customer declined to speak to the 24 hour helpline.